Manufacturer narrative:
The site declined to provide patient identifier, age and weight, per (B)(6) privacy laws. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine fusion procedure, the reference frame screws, holding the frame to the attachment mechanism, were stripped causing the frame to be loose. This was reported to occurred while placing the frame onto the clamp. A second device was brought in to be used in continuing the procedure, no further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.